Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone fluid leakage.

Event description:
Pharmacist reported "silicone fluid leakage". The device has been removed. Side unknown.

Event description:
Pharmacist reported, "silicone fluid leakage". Later reported, "rupture. Thick and calcified capsule. And a capsular contracture, (baker grade IV) discovered by ultrasound". The device has been removed. Left side.